Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening curved on the radius, brown biological tissue on the shell, brown particles on the shell, and overweight. A microscopic analysis was performed which identified: one opening sharp and non-penetrating nick, near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the radius assessed as surgical impact.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and exchange from textured to smooth due to concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and patient's concern with the product.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and exchange from textured to smooth due to concern with the product. Device has been explanted.